Manufacturer narrative:
### A supplemental report is being submitted for corrections to b5 and h10. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650/ expiration date: 30-sep-2023 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 21-sep-2022 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650/ expiration date: 30-sep-2023 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 20-sep-2022 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650/ expiration date: 30-sep-2023 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 16-sep-2022 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that three batteries did not provide power. The patient stated that the batteries beeped as though the power source had become disconnected. The three batteries were replaced.

Event description:
It was further reported that a fourth battery exhibited battery alarms "causing the controller to not recognize the battery as being attached to the controller". The battery was exchanged.

Manufacturer narrative:
A supplemental report is being submitted for additional information and device evaluation. Product event summary: one (1) controller ((B)(6)) was not returned for evaluation. Four (4) batteries ((B)(6)) were returned for evaluation. Review of the manufacturing documentation confirmed that the associated batteries met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. The batteries were able to charge and provide power as intended. Log file analysis revealed four (4) controller power up events with associated pump start events were logged between (B)(6) 2023 at 02:08:20 and (B)(6) 2023 at 09:09:22. The controller was without power for 4, 9, 8 and 13 seconds respectively. Several momentary disconnections were observed leading up to the first loss of power. Analysis of the data log files revealed several momentary disconnections involving (B)(6) , (B)(6) and other batteries. Momentary disconnections will result in an audible tone or "beep". As a result, the reported ¿power disconnect¿ and ¿battery alarms¿ involving (B)(6), (B)(6) and (B)(6) were confirmed and likely related to the ¿beep¿. However, the reported ¿batteries not providing power¿ or ¿not recognized by the controller¿ events were not confirmed. The associated batteries were lubricated prior to release. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. CAPA pr00574181 is investigating momentary disconnections. Additional products: (B)(6) d9: yes, return date: 04-may-2023 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b14, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6) d9: yes, return date: 04-may-2023 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401 h6: FDA method code(s): b01, b14, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 (B)(6) d9: yes, return date: 04-may-2023 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b14, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-sep-2023 / serial or lot#: (B)(6) UDI #: (B)(4) d9: yes, return date: 04-may-2023 h3: yes dev rtn to MFR? Yes h4: mfg date: 16-sep-2022 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002, g0403401 h6: FDA device code(s): a0705 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products- 1103 vad implanted (B)(6) 2019 additional information has been requested regarding the details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited several unexpected power losses. The controller remains in use. No patient complications have been reported as a result of this event.